Manufacturer narrative:
Cerebral angiograms were performed and revealed adequate circulation. During the procedure 0.5 atropine was given. During the procedure the patient was given 5000 units of heparin and maintained an act of about 300. Post-intervention residual stenosis was less than 20%. Post-procedure CT scans were performed and did not reveal any evidence of bleeding or infarct. The patient did have some mental confusion which was thought to be related to the mild hypoperfusion that occurred during the procedure. Blood pressure has been under control. No other complications were identified. It was also noted that pre-procedure the patient's nih stroke scale score was 2. The rankin score was 0. Post-procedure, on the next day, nih stroke scale score was 7. There was partial hemianopia, severe aphasia and mild to moderate dysarthria. There was extinction and inattention in one of the sensory modalities. The rankin score was not evaluated. The patient remained hospitalized for an additional two days. The discharge summary noted that the post-procedure mental confusion had resolved. The site reported that the patient experienced an ischemic stroke on the day of the index procedure with neurological deficits lasting < 24 hours and with full recovery. The procedural note also stated that the patient had become very hypertensive during the index procedure. A nicardipine infusion was started for blood pressure management. The patient was discharged three days later on asa and clopidogrel. Concomitant products: aspirin, clopidogrel, heparin, cardene drip. Concomitant devices: unknown. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of three products involved with this event which is associated with mfg. Report # 9616099-2010-00448, 1016427-2010-00065, and 9610978-2010-00124.

Event description:
The original report received from (B)(4) study stated that during the index procedure the patient experienced neurological event diagnosed as a stroke (ischemic) the onset was sudden. The patient suffered some mild aphasia and right-sided weakness during the procedure which was thought to be related to the mild hypoperfusion that occurred during the post-dilation. The symptoms resolved without treatment and completely resolved by the time of discharge. The adjudication minutes were received and agree with the previous diagnosis of cerebrovascular accident. However, the stroke required an additional 2 days of hospitalization. The adjudication notes also show that the patient was also "very hypertensive" throughout the procedure and was treated with medications. The patient is a (B)(6) male who was enrolled in (B)(4) study. The patient underwent the index procedure with delivery of the angioguard rx ecgw, pre-stent balloon angioplasty and placement of one precise rx stent in the ostium of the left ica. The target lesion was a severe, 95% stenosis. Pre-dilation of the lesion was performed with a 4x20mm balloon, for 10 seconds at 4-6 atmospheres of pressure. A precise stent was then deployed across the lesion and extending from the internal carotid to the common carotid. Post-dilatation was performed with a 5x30mm aviator balloon at 6 atmospheres. Post balloon dilatation angiography revealed no flow due to the "filling up" of the angioguard protection device. It was documented by the interventional cardiologist at that time that the patient had some minor seizure activity. The patient had neurological deficits which included weakness of the right upper and right lower extremities as well as a mild aphasic response. The angioguard protection device was subsequently retrieved and angiography showed good flow through the vessel and good distal flow.

Manufacturer narrative:
The original report received from (B)(4) study stated that during the index precise carotid artery stenting procedure using an angioguard embolic protection device and aviator balloon for post dilation the patient experienced neurological event diagnosed as a stroke (ischemic) the onset was sudden. The patient suffered some mild aphasia and right-sided weakness during the procedure which was thought to be related to the mild hypoperfusion that occurred during the post-dilation. The symptoms resolved without treatment and completely resolved by the time of discharge. The adjudication minutes were received and agree with the previous diagnosis of cerebrovascular accident. However, the stroke required an additional 2 days of hospitalization. The adjudication notes also show that the patient was also "very hypertensive" throughout the procedure and was treated with medications. At baseline, the (B)(6) male had a medical history including severe pulmonary disease, hyperlipidemia, history of smoking, and hypertension. The patient underwent the index procedure with delivery of the angioguard rx ecgw, pre-stent balloon angioplasty and placement of one precise rx stent in the ostium of the left ica. The target lesion was a severe, 95% stenosis. Pre-dilation of the lesion was performed with a 4x20mm balloon, for 10 seconds at 4-6 atmospheres of pressure. A precise stent was then deployed across the lesion and extending from the internal carotid to the common carotid. Post-dilatation was performed with a 5x30mm aviator balloon at 6 atmospheres. Post balloon dilatation angiography revealed no flow due to the "filling up" of the angioguard protection device. It was documented by the interventional cardiologist at that time that the patient had some minor seizure activity. The patient had neurological deficits which included weakness of the right upper and right lower extremities as well as a mild aphasic response. The angioguard protection device was subsequently retrieved and angiography showed good flow through the vessel and good distal flow. Cerebral angiograms were performed and revealed adequate circulation. During the procedure 0.5 atropine was given. During the procedure, the patient was given 5000 units of heparin and maintained an act of about 300. Post-intervention residual stenosis was less than 20%. Post-procedure CT scans were performed and did not reveal any evidence of bleeding or infarct. The patient did have some mental confusion which was thought to be related to the mild hypoperfusion that occurred during the procedure. Blood pressure has been under control. No other complications were identified. It was also noted that pre-procedure the patient's nih stroke scale score was 2. The rankin score was 0. Post-procedure, on the next day, nih stroke scale score was 7. There was partial hemianopia, severe aphasia and mild to moderate dysarthria. There was extinction and inattention in one of the sensory modalities. The rankin score was not evaluated. The patient remained hospitalized for an additional two days. The discharge summary noted that the post-procedure mental confusion had resolved. The site reported that the patient experienced an ischemic stroke on the day of the index procedure with neurological deficits lasting < 24 hours and with full recovery. The procedural note also stated that the patient had become very hypertensive during the index procedure. A nicardipine infusion was started for blood pressure management. The patient was discharged three days later on asa and clopidogrel. The stent remains implanted and the delivery system, angioguard and aviator are not available for analysis. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Ischemic stroke, hypoperfusion and hemodynamic instability are known potential adverse events associated with the carotid stent implantation. During interventional procedures, the devices are advanced and withdrawn through accessory arteries to treat the target lesion. The physical manipulation of the arteries may result in embolization of debris from the intimal layers of these arteries. Hemodynamic instability is an anticipated short-term adverse event associated with the compression of the pressure sensitive receptors, located within the carotid artery structure, during balloon inflation, stent implantation and filter device manipulation. There is no evidence to suggest there were any design or manufacturing issues that contributed to the reported events. Review of the information suggests that patient and procedural factors may have contributed to the events. Therefore, no corrective actions will be taken at this time. Please note that this medwatch report represents one of three products involved with this event which is associated with mfg. Report # 9616099-2010-00448, 1016427-2010-00065, and 9610978-2010-00124.